Event description:
When a battery of a heart lung console was taken out from the box, it failed to charge. There were no reported consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.